Event description:
Patient care specialist (pcs) contacted dexcom technical support (ts) on (B)(6) 2015, to report that on (B)(6) 2015, patient experienced a hypoglycemic event. Pcs was helping patient calibrate the device over the phone. Pcs thought patient sounded confused and dazed, and advised patient to check their blood glucose (bg) with a bg meter, which read 47 mg/dl at the time. Patient then went silent over the phone and stopped responding to the pcs. Pcs reached out to health care professional (hcp) and territory business manager for patient's address, and hcp sent emergency medical technicians (emt) to the patient's home. Upon emt arrival, patient's bg continued to read 47 mg/dl and patient was responsive but confused. Dexcom ts later contacted patient on (B)(6) 2015, and the patient reported to be fine. Patient states that she probably didn't eat enough for lunch which may have led to her hypoglycemic event. No further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). It should be noted that the diabetes mellitus is a known cause of hypoglycemia.